Event description:
During a coronary artery drug eluting stenting treatment procedure there was a dissection. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.0x15mm maverick balloon and a 2.3x15mm maverick balloon. A 2.5x8mm taxus express2 drug eluting stent was used (it is unknown if this stent was deployed). A dissection was noticed in the lad. It was reported that the lesion was crossed with a 2.5x8mm vision.